Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a low battery alert. She went to buy new batteries and after inserting them, the pump did not turn on. She assumed that they were a bad pack of batteries so she bought another battery but the pump still did not turn on. The customer¿s blood glucose was unknown. After troubleshooting was attempted for the blank display, the display did not return. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit power up properly after battery installation. Unit passed self-test and displacement test. No blank display anomalies noted. However, unit was received with high sleep current due to corroded electronic assemblies. Unit was received with corroded battery tube, cracked retainer and minor scratches on lcd window.